Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a knee scope surgery, the shaver was shooting debris into the knee. All particles were removed from patient. A backup device was available to complete the procedure successfully. Delay or patient injuries were not reported.

Manufacturer narrative:
One used 5.5mm full radius platinum series blade was returned for evaluation. Visual assessment of the blade confirmed the reported complaint. Plating appears to have flaked off of the tip of the inner blade. The edgeform teeth also show some slight abrasion. There is significant cracking were the outer blade interfaces with the adapter body. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. The condition of the blade indicates it was subjected to excessive side-loading during use. ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The manufacturer has become aware that the MDR is a duplicate of the MDR 1219602-2019-00438. An amend on this regard has been submitted to health canada as well.